Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6.

Event description:
Update (B)(6) 09-apr-2025: further information was requested from the customer, to confirm a plate breakage during the surgery and a new contact from the or management provided different information than the previous contact. According to the or management the clavicle plate did not break during the surgery, but the breakage of the plate occurred after the surgery and after the patient was discharged. A revision surgery was required.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a collarbone / clavicle surgery there was a material fracture and the clavicle plate broke during surgery. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (plate from another manufacturer). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information. Complaint allegation is confirmed. One unpackaged ar-2655cl clavicle fracture plate, central third, left batch number: 5262149 was received for investigation. Visual evaluation of the returned device noted the plate was broken. Further visual evaluation noted deep nicks to the surface of the device. Functional testing was not performed due to the damage to the device. Dimensional testing found that the thickness of the returned ar-2655cl clavicle fracture plate was 0.089 which is in tolerance of the critical dimension specified in drawing c12917 of .090±.005. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. Refer to investigation photos.